Manufacturer narrative:
The hill-rom technician found the head end casters not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head end casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not working at the head end. The bed was located at the account on the (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).